Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history did not reflect meal boluses that were delivered. Pump data logs were reviewed by tandem technical support and no boluses were requested during the time frame in which the contact alleged that boluses were delivered. Customer's blood glucose was 307-323 mg/dl. Multiple follow up attempts were made; however, the contact did not respond.